Event description:
It was reported that the product 'suspension' (support pole) was warped / bent that the system unit could not be hung or attached. No patient injury was reported.

Manufacturer narrative:
(UDI) are unknown; no additional information was provided. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The shipping box was returned in normal conditions. No fall damages or other problems were visible. Inside the box the support pole was bent and it was unable to mount the warming unit. The reported issue was confirmed. This is a purchased finished good. No serial number was provided. The device history record (DHR) review did not apply. The root cause of the reported issue could not be determined with the provided information. The customer was provided with the replacement.